Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, priming and excessive no delivery tests. There was no prime anomaly or error alarm during testing. The insulin pump was received with cracked corner display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 400 mg/dl. Troubleshooting for high blood glucose was performed. Customer changed out their set, delivered a bolus and gave themselves a manual injection. Customer experienced ketones. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.